Manufacturer narrative:
It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Event description:
Related manufacturer report number 3006705815-2022-18992 and 3006705815-2022-18993. It was reported the patients ipg became inoperable following an unrelated surgery. Patient's leads had also migrated. Surgical intervention was undertaken on 07 december during which the entire system was explanted and replaced. Therapy was restored postoperatively.